Event description:
It was reported "kink in the middle of the balloon. Sheath cannot push in". Additional information states that the catheter was removed and replaced to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number for the returned sample is (B)(6). The lot number for the returned sample is (18f24b0055). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the semi-finished insertion kit, which appeared sealed and unused. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was partially unwrapped. Kinks to the iabc central lumen were noted at approximately 4.5cm, 5.2cm, 5.8cm, 6.4cm, 7cm, 8.6cm, 9.4cm, 12.6cm, 12.9cm, 15.2cm, 16.6cm, 19.5cm and 37.5cm. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4.5cm and 5.2cm from the distal tip, which are the locations of the previously noted kinks. The guidewire met resistance and could not advance at approximately 5.8cm from the distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 47.5cm, 61.4cm and 61.8cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire met resistance and could not advance at approximately 69.1cm from the distal tip, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "kink in the middle of the balloon" is confirmed. Multiple kinks to the central lumen were noted during the visual inspection of the returned iab catheter, and resistance was noted at the locations of the kinks upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications during the complaint investigation due to the kinked central lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "kink in the middle of the balloon. Sheath cannot push in". Additional information states that the catheter was removed and replaced to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)